Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven arrhythmia. Technical services (ts) reviewed the stored episode, noting three bursts of anti-tachycardia pacing (atp) and three shocks. Ts was not able to definitively confirm if the therapy was atrial driven as this is a single chamber system. Ts further noted that the first shock appeared to accelerate the rhythm within the ventricular tachycardia (vt) range. Further review was recommended. No additional adverse patient effects were reported. This ICD remains in service.